Manufacturer narrative:
H.6. Investigation: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for non-retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#(B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that the bd sentry¿ safety lancet experienced a retraction issue with a delay or no retraction during use. The following information was provided by the initial reporter: cannula can't retract

Event description:
It was reported that the bd sentry¿ safety lancet experienced a retraction issue with a delay or no retraction during use. The following information was provided by the initial reporter: cannula can't retract.

Manufacturer narrative:
The following information has been updated: d.4. Medical device lot #: y47d840e9. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2018-01-11 h3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd sentry¿ safety lancet experienced a retraction issue with a delay or no retraction during use. The following information was provided by the initial reporter: cannula can't retract.